Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) lot number r345 on instrument.

Manufacturer narrative:
On (B)(4) 2013, retention of product tested by immucor laboratory and confirmed the expected presence of k antigen on cell 1 of the retention product. The retention product performed as expected. No patient sample or customer product was returned to immucor for evaluation, however well images on the testing instrument were assessed by immucor using a remote electronic method. Visually the k positive screening cell looked to have a fuzzy button and a halo effect, however that well image was interpreted by the instrument as negative.